Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 325cc saline breast prosthesis that deflated after implantation. As a result, the patient underwent explantation and replacement with an unspecified mentor breast prosthesis on (B)(6) 2018.

Manufacturer narrative:
On (B)(6) 2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device. Yellow material was observed on the shell surface. During visual examination of the device, mentor product analysis lab observed parallel lines of shell wear extending to both aspects, suggesting in-vivo folding or creasing of the device. A rent was discovered on the posterior view measuring approximately 0.4 cm. Microscopic examination of the rent edges gave no indications as to its cause. No other anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the rent and shell wear occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed, and it did not provide conclusive evidence of what could be the root cause. At this point it is not possible to determine the origin of the yellow material observed. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 11/12/2018, the mentor product analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 11/13/2018, mentor received additional information about the suspect medical device. It was initially reported that the suspect medical device is a mentor siltex round moderate profile 325cc breast prosthesis, catalog #3542650, lot #6736560, serial (B)(4), UDI (B)(4). New information states that the suspect medical device is a mentor siltex round moderate profile 350cc saline breast prosthesis, catalog #3542655, lot #6926589, serial (B)(4), UDI (B)(4). On 11/14/2018, the device history record (DHR) of lot number 6926589 was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. The explanted breast prosthesis was replaced with a mentor siltex round moderate profile 350cc saline breast prosthesis. (B)(4).